Event description:
Medtronic received information that this ablation device's over rotation stop broke during the surgical procedure, and that this observation was made when the surgeon noted a piece of plastic at the surgical site. The plastic stop was retrieved from the pt, and the product was returned for analysis. To date, there have been no adverse pt effects reported.

Manufacturer narrative:
Analysis: both the device and the broken section were returned for analysis. Visual analysis determined that user damage resulted in the clinical observation. Conclusion: reduced device performance secondary to user handling of the device. As discussed in labeling, improper handling of the device before or during a procedure can result in damage to the device. No adverse pt outcomes associated with the clinical event.